Event description:
This case was initially received via FDA (case # (B)(4)) and involves a consume who had essure inserted on (B)(6) 2013. Starting about 3-4 months later, she began experiencing very heavy periods (3 weeks out of a month), severe cramping and backaches, feeling extremely tired, with muscle weakness, weight gain and bloating. She also reported that she looked like she was 6 months pregnant. She tried muscle relaxers, tylenol and physical therapy for her low back pain. Late in 2013, she saw her primary physician due to back pain traveling down her leg. Her physician wasn't sure if the pain was related to essure. A partial hysterectomy (ovaries were spared) on (B)(6) 2014. Consumer reports that her symptoms have resolved.